Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the device cautions the user to ensure that all connections are tight and leak-free before use. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the luer connector unscrewed from the patient line stopcock on an exacta edms three days after it had begun use. It was also reported that the patient was not harmed and has since been discharged out of the ICU to the floor.